Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tw1.25, (torque wrch hex drvr 1.25 mmd for tw20 & tw30 adv) for evaluation. Visual evaluation was performed, the driver had signs of use. It was fractured at the tip. The fractured tip piece was returned. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tw1.25 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque placed on tool, customer error. Therefore, based on the available information, a device malfunction did occur. The drivers tip was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the instrument fractured by the tip when tighten a screw on 30 ncm with the ratchet. Fractured portion was removed and crown was placed. Tooth location 46.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.